Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12432. It was reported the patient lost coverage in the neck but maintained coverage in his chest and arms. The sjm representative reprogrammed the system but was unsuccessful in getting stimulation to the neck. Follow-up determined the physician ordered x-rays and plans to review them at patient's follow-up appointment. It was reported the physician planned a trial procedure to obtain coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.